Event description:
Noise can be seen on hmsc recordings dating back to 15-jan-2022. Short rv interval counter increased to greater than 249 and has been trending there since 17-jan-2022. Noise could be re-created in person. Shock impedance of shocks delivered 31-mar-2022 were 20 ohms less than the trend of approx. 94. Rv sensing amplitude has trended down since 31-mar-2022. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022 lead was explanted due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead was explanted due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found rubbed through between 56.5 cm and 58 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, cuts into the insulation 13 cm distal to the is-1 connector pin and a stretched fixation helix were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.